Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient presented to the emergency room after receiving two shocks. The first shock was determined to be inappropriately administered due to oversensing of a wide complex that accelerated the arrhythmia into a ventricular fibrillation (vf). The vf lasted for a few seconds and self terminated to normal sinus rhythm. The patient had experienced syncope following the second shock. The second shock episode had not been uploaded into the remote home monitoring system. The field representative noted that there is currently no further information available as the staff is not available due to the covid-19 pandemic. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no additional adverse patient effects were reported.